Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine generator change-out the physician did not loosen one of the right atrial (ra) lead set screws. The physician gave a gentle tug on the lead and the terminal pin came apart from the lead body. The lead was cut, surgically abandoned, and replaced with a new ra lead. The proximal portion of the lead was inadvertently discarded by the hospital staff, so it is not expected to be returned. No adverse patient effects were reported.